Event description:
Product has been received but is still pending evaluation. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 9/22/22 with MFR# 3004753838-2022-176667.